Manufacturer narrative:
G4:28dec2020. B4:30dec2020. The power management board (assy,pcb,pwr mgmt,v680) and battery (assy battery li-ion,11ah,v60) were received for evaluation. Visual inspection of both components revealed no anomalies. A failure investigation (fi) technician installed the power management board and battery into a fi ventilator to duplicate the reported issue. The returned power management board was tested and no failures were identified. The battery was tested and shortly after starting the test, the battery voltage failed. The customer complaint was verified with root cause being a failure of the battery pack. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 08sep2020. B4: 09sep2020. The philips field service engineer (fse) confirmed the reported issue and replaced the battery and the power management board (pcba). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 26aug2020.

Event description:
It was reported to philips that the device displayed a battery alarm. The device was reported as being in clinical use at the time of the event; however, there was no indication of patient or user harm. A good faith effort was made, and the customer stated that the staff was setting the device up for use when the alarm occurred. They switched the device out for another, and there was no harm to the patient. The device was evaluated by the biomed onsite. The biomed stated that he downloaded the alarm log and found multiple errors ¿running on internal battery,¿ followed by ¿ac power restored¿ within a few seconds. There were also two alarms for ¿cbit battery failure.¿ a philips field service engineer was dispatched to the customer site to provide additional onsite assistance.